Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by an internal clinical representative with the following impression: adequate medical documentation and suboptimal imaging studies were available for this review. Product use was congruent with the IFU. Cautionary product use conditions that might have contributed to this event included: moderate-severe calcifications of the bilateral iliac arteries; the tortuosity of the right iliac artery, and, the inability to tolerate contrasted CT surveillance due to chronic kidney disease. This factor might have delayed a diagnosis of an endoleak. Patient factors that might have contributed to this event include: the presence of pro-thrombic conditions such as chronic congestive heart failure, severe peripheral vascular disease coupled with the avoidance of antiplatelet therapy due to prior gastro-intestinal bleeding. Disease progression might also have contributed to this event due to the presence of hypertension and current tobacco use. Immediately post implant, there might have been evidence of a type ib endoleak from the right iliac artery. A definitive decision could not be made due to the non-dynamic nature of the provided study. One month post implant, there was evidence of interval sac growth of approximately 4 mm; the non-contrast study failed to include the iliac arteries. On the scout film, the stent appeared to be in good position with adequate overlap. Thirteen month post implant the patient was admitted for tachycardia and a firing of the aicd pacemaker. The patient was discovered to have a hemoglobin level of 8.9 gm/dl. There was no CT surveillance or vascular interventions done at this admission. Thirty nine months post implant, there was evidence to support: a collapse of the bifurcated stent (stent graft collapse) and complete component separation (stent graft event from the intact suprarenal aortic extension; aortic- iliac occlusion with bilateral leg ischemia (complication) complete stent occlusion (main body occlusion). The first subsequent event of an axillary bi-femoral bypass and right common iliac artery endarterectomy was confirmed. On the same postoperative day, the patient underwent a second event of an urgent right thrombectomy, angioplasty and femoral-popliteal bypass for an acutely ischemic right leg. On the sixth post-operative day, the patient was discharged home on a dual antiplatelet regimen. There was no evidence to support a type iiia endoleak; instead, an aortic occlusion was discovered at this event. An inadequate seal of the right iliac artery at implant was suspected, but cannot be confirmed. The prior admission for tachycardia and anemia at thirteen months post implant raised suspicions for a type iiia endoleak, but this finding cannot be substantiated due to lack of information and the utilization of contrasted CT surveillance. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, an exact root cause could not be determined based upon available information.

Event description:
It was reported that approximately 39 months post implant of a bifurcated device and a suprarenal aortic extension, the patient presented emergently to the hospital emergency room and was symptomatic with abdominal and lower back pain. The hospital performed a computed tomography (CT) scan which indicated the patient had an endoleak. The physician elected to correct endoleak by performing an ax bi-femorial procedure. The patient was reported to have done well in surgery.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in the patient.